Event description:
No additional information.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: material#: 305211, batch#: 5002078. Rcc received a complaint via email. "Foreign substance in syringe", product: 305211, lot#: 5002078. Unable to use product. Customer response on (B)(6) 2026.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.